Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via manufacturer representative. It was reported that the rep deactivated cycling mode then reactivated it back to the 30 min on and 10 min off. Instructed patient that if it happened again to take mystim programmer and read the battery to get visual confirmation that the lightning bolt was not in the top left hand corner. If occurred again the patient was to notify the rep. Patient's current weight was unknown. On (B)(6) 2017, it was reported that the rep met with the patient because the patient said the same issue happened two more times, noting a specific date of saturday (B)(6) 2017. The patient turns ins off/on manually with insr before the issue occurs. Patient will turn the ins off, then turn it back on with insr and then notice the next day that it seems the ins has not turned back on. When patient is manually turning ins off and back on, patient is using the insr to turn it off/on. The rep reprogrammed the patient, removed programs not used in current group, cycling is still active, patient is manually turning ins off before having intercourse with her husband. Instead of turning it off, manually back it down with the patient programmer was the suggestion the rep provided the patient. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient¿s ins was turning off intended for cycling but it wasn¿t coming back on. The rep reported that they implemented cycling of 30 minutes on and 10 minutes off a couple months prior and it was fine. The rep reported that the patient only used group a with one program. The rep reported that the patient didn¿t use adaptive stimulation and cycling was implemented to avoid shorter recharge intervals due to settings and not a problem/issue. The rep reported that the patient didn¿t check the patient programmer to see if the ins was on/off, just reported that she didn¿t feel stimulation come back on when it should have come back on and the patient noted when it was off after 24 hours, she could tell because her pain returned. The rep reported that the patient fell on (B)(6) 2017 but the patient didn¿t think the fall was related to this issue. No further complications anticipated.